Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event to 55 mg/dl, received a low-glucose alert from the ilet, skipped a meal announcement, and self-treated with oral carbohydrates, after which glucose returned to range the same evening. Symptoms included dizziness and blurry vision. Outcomes included recovery without external medical intervention and no hospitalization; a companion provided non-medical assistance. Investigation included complaint intake review and troubleshooting with user education regarding meal announcements and automated corrections. Investigation of this case revealed no device malfunction reported, the pump alerted for low glucose, and the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.